Event description:
It was reported that prior to use the cs300 intra aortic balloon pump (iabp) unit had failure to fill the balloon. There was not patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site name, event site address, event site city, event site telephone), e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated and reported that the unit has 10,263 hours working and the device requires periodic maintance and a 5000-hour overhaul, including replacement of: 5000-hour kit, quick connectors, safety disc, batteries, complete ECG cable and power cable. The service is not completed, awaiting estimate approval by the customer. The customer prefers keep the device on hold. The device can/can not be used. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) does not inflate the balloon . There was no patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ) , b5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) does not inflate the balloon. No harm reported.